Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: during investigation, the black box shows a low battery alert and a pump reboot. The pump was powered back and a pump reboot occurred. The deliveries resumed. The last basal delivery was on 2018-08-01. Battery compartment is cracked on the side from threads to cover. No moisture/corrosion observed in the battery compartment. The returned battery cap has stripped threads & was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated. A new test battery cap was able to fit to maintain electrical connection. Pump boots to verify screen with audible & vibratory features. Test battery cap was used to complete a duration test; no por¿s were duplicated during this time. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 417mg/dl, with nausea, polydipsia, and polyuria, associated with an alleged power damage issue. Reportedly, the patient discontinued pump therapy and resumed after replacement. The patient was treated in the emergency room by their healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed the battery compartment was cracked, and there was no power to the pump. The patient allegedly used different batteries without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a no power issue.